Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be over penetration into the meniscus during implantation of the first implant, which could then prevent the 2nd implant from being able to be put in a position to fire from the applier. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "new surgery. Malfunction. It was difficult to implant the meniscal anchor. During the procedure, the deployment gun omnispan worked non continuously. (First it didn't work, then it worked and finally it stopped working). There was difficulties to recharge the second anchor for 3 of 4 implanted sutures. One anchor was not positioned properly which require a second arthroscopy." Nothing being returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek: however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our affiliate is reporting the following to us: ¿new surgery. Malfunction. It was difficult to implant the meniscal anchor. During the procedure, the deployment gun omnispan worked non continuously. (First it didn't work, then it worked and finally it stopped working). There was difficulties to recharge the second anchor for 3 of 4 implanted sutures. One anchor was not positioned properly which require a second arthroscopy.¿ nothing being returned.